Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states a batch of 25g x 5/8" safety needles are leaking. One of the medical assistants noticed that when she drew up vaccines, it would leak from the point where the needle and syringe connect. This happened with most of her vaccines. She changed the needle, and no leaking was noted.

Manufacturer narrative:
Evaluation summary the device history record (DHR) for the lot was reviewed showing no related issues in visual or physical inspection. There were 52 (unused, unopened) samples submitted with this complaint. The samples were visually inspected, specifically in the luer of the hub of the needle. No damage or deformity was found in all the samples inspected. The samples were physically tested for leakage and all samples passed the test. The reported condition is not confirmed. The exact root cause could not be determined based on available information. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. This product is distributed sterile in a needle only configuration. The instructions for use require the user to seat the needle to any standard luer lock syringe with a firm push and clockwise twist. If the user fails to follow instructions, there is the possibility for the needle not to function properly. The exact method of attachment cannot be determined based on available information. Based on this analysis, this root cause cannot be confirmed or discarded from consideration, so it remains as a potential root cause. It¿s recommended the user consult the instructions for use for more information. Since there were no findings related to the reported condition, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.